Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported he had 7 insulin infusion headsets that would not properly adhere. He stated this may be an old box since this is the last one he has and he doesn't normally let his supplies get this low. Troubleshooting did not find any product or user issues. The patient stated he does not have any of the infusion headsets to return. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.